Manufacturer narrative:
The device was returned for analysis. The reported foot retraction issue was not confirmed due to the condition of the returned device. Entrapment/ difficult to remove could not be replicated in a testing environment as it was based on operational circumstances. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of a moderately calcified right common femoral artery was attempted using a proglide device with a 6f sheath after a transcatheter aortic valve replacement (tavr) procedure. The access site was the small hole side. Reportedly, after deployment, when trying to close the lever of the proglide to retract the foot, the lever could not be closed and the foot did not retract. A vascular surgeon was called in and cut down surgery was performed to remove the proglide device from the patient anatomy. There was no adverse patient sequela; however, there was a reported clinically significant delay in the procedure or therapy as the cut down surgery prolonged the procedure by an hour and a half. No additional information was provided.